Event description:
It was reported that during a roux-en-y procedure, in the first firing the device was loaded with blue reload. The device was closed on the stomach, the device fired and the knife blade only advanced half way thru the first firing stroke and the surgeon saw the staple coming out of the side of the device unformed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.